Event description:
It was reported that at 17:00 on (B)(6) 2021, local swelling of the catheter was found during the infusion of the patient. After inspection at 9:00 on (B)(6), it was found that the PICC tube had a rupture 2cm below the skin and 2 creases were seen around 0.5cm. , i.e. Trim the PICC tube, the PICC tube can continue to be used, the patient has no discomfort, and does not affect the patient's condition.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0978 showed no other similar product complaint(s) from this lot number.